Event description:
It was reported that during a post stent dilatation procedure, the balloon ruptured. As the balloon catheter was being removed, the physician experienced removal difficulties. Upon removal, it was noted that the balloon had detached inside of the pt. Pt went to surgery for removal. Pt status listed as "okay".